Event description:
It was reported patient reported their back was still bothering them a lot and was told to try a new stimulator model. Patient mentioned that they were told to try a newer model because they were still having problems so they took the old one out and put the new stimulator in. Patient reported that their previous stimulator's programmer handset had an apple logo on it. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).